Event description:
It was reported that the delivery rate test failed. There was no patient involvement, the event occurred during testing.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem, the flow rate is outside the specification. It was determined that the expulsor was the root cause. The expulsor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.